Manufacturer narrative:
The fse that discovered the issue replaced the damaged fiber optic connector to resolve the issue. Unrelated to the complaint issue, the fse also replaced the critical alarm battery and completed the pm with full calibration, functional testing and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a preventative maintenance (pm) on a cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered the customer had physically damaged the fiber optic connector. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6). The fse evaluated the iabp and replaced the damage fiber optic connector (p/n: 0146-00-0146). Unrelated to complaint issue, the fse also replaced the critical alarm battery (p/n: 0146-00-0146) because it was expired. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a preventive maintenance (pm) on a cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered the customer had physically damage the fiber optic connector. No patient was involved during this event. No adverse event was reported.